Manufacturer narrative:
Quality-safety evaluation of ptc received on 08-jun-2016: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. She had to have a hysterectomy as a result of essure. Pelvic pain is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Therefore, given its nature and absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention was required due to essure, this case is regarded as incident. Other non-serious events were informed. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff of unspecified age, on (B)(6) 2016, who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009. Subsequent to implantation with essure, this plaintiff began to suffer from severe pelvic pain, extreme menstrual changes, severe back pain, severe joint pain, numbness in extremities, vitamin d deficiency, mood swings, weight gain, and bloody urine. She had to have a hysterectomy as a result of essure. Company causality comment this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. She had to have a hysterectomy as a result of essure. Pelvic pain is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Therefore, given its nature and absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention was required due to essure, this case is regarded as incident. Other non-serious events were informed. Technical analysis will be requested. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain (severe pelvic pain/ chronic pelvic pain, pelvic pain/ chronic pain/ pelvis- cramping, stabbing, squeezing sensation until essure removed/ pelvis pain) and bipolar disorder ("bipolar disorder/ bipolar disorder made it difficult to work and maintain a job due to health related absences from work") in a (B)(6) female patient who had essure (ess205) (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (reason for procedure: twins) on (B)(6) 2005, multi gravida, parity 4 (date of birth: (B)(6) 1998, (B)(6) 2003, (B)(6) 2005, (B)(6) 2005) and pre-eclampsia. Patient did not experienced any complications of pregnancy or delivery and do you alleged that essure caused birth defects. She was not allergic to nickel or any other component of essure and did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not worsened a previously existing injury/condition. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced bipolar disorder (seriousness criterion medically significant). In 2006, the patient experienced pelvic pain ("severe pelvic pain/ chronic pelvic pain, pelvic pain/ chronic pain/ pelvis- cramping, stabbing, squeezing sensation until essure removed/ pelvis pain") (seriousness criterion medically significant and intervention required), back pain ("severe back pain/ back pain/ back pain- achy, sharp, constant until essure removed"), arthralgia ("severe joint pain/ joint pain/ joint pain-achy, sharp, constant until essure removed"), abdominal pain lower ("cramping/ abdominal cramping/ abdomen- cramping, stabbing, squeezing sensation until essure removed"), dyspareunia ("painful intercourse/intercourse/ painful sex- stabbing, until essure removed"), chest pain ("chest pain"), pain in extremity ("legs pain"), breast pain ("breast pain"), headache ("headaches/ migraines"), migraine ("headaches/ migraines "), neuralgia ("nerve pain generalized all over/ generalized nerve pain/ all-over nerve pain-achy and sharp") and abdominal pain ("abdomen pain"). In 2014, the patient experienced hypoaesthesia ("numbness in extremities/ numbness of hands/ numbness of feet"), blood urine present ("bloody urine/ blood in urine"), urinary tract infection ("chronic uti"), paraesthesia ("tingling of hands/ tingling of feet"), fibromyalgia ("fibromyalgia/ fibromyalgia made it difficult to work and maintain a job due to health related absences from work") and muscle spasms ("muscle spasm"). On an unknown date, the patient experienced menstrual disorder ("extreme menstrual changes"), vitamin d deficiency ("vitamin d deficiency"), mood swings ("mood swings/ severe mood swings"), weight increased ("weight gain"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("discharge"), menorrhagia ("menorrhagia"), ovulation pain ("mittelschmerz"), coital bleeding ("bleeding after sex/bleeding after intercourse"), dysmenorrhoea ("dysmenorrhea"), vulvovaginal pain ("vulvodynia"), nausea ("nausea"), abdominal distension ("severe bloating") and vitamin b12 deficiency ("vitamin b-12 deficiency"). The patient was treated with antibiotics, paracetamol (pain relief), gabapentin (neurontin), carisoprodol (soma), quetiapine (seroquel), procet (hydrocodone/acetaminophen) and surgery (total hysterectomy, bilateral salpingectomy, oophorectomy). Essure (ess205) was removed on 15-mar-2015. In 2015, the pelvic pain, back pain, arthralgia, dyspareunia and abdominal pain had resolved. At the time of the report, the menstrual disorder, hypoaesthesia, vitamin d deficiency, mood swings, weight increased, blood urine present, bacterial vaginosis, vaginal discharge, menorrhagia, ovulation pain, coital bleeding, dysmenorrhoea, urinary tract infection, vulvovaginal pain, nausea, abdominal distension, paraesthesia, vitamin b12 deficiency, fibromyalgia and muscle spasms outcome was unknown, the abdominal pain lower had resolved and the chest pain, pain in extremity, breast pain, headache, migraine, neuralgia and bipolar disorder had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, bacterial vaginosis, bipolar disorder, blood urine present, breast pain, chest pain, coital bleeding, dysmenorrhoea, dyspareunia, fibromyalgia, headache, hypoaesthesia, menorrhagia, menstrual disorder, migraine, mood swings, muscle spasms, nausea, neuralgia, ovulation pain, pain in extremity, paraesthesia, pelvic pain, urinary tract infection, vaginal discharge, vitamin b12 deficiency, vitamin d deficiency, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: patient did not retain the essure or any portion of it after removal. She did not had any complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Approximate weight at the time of essure placement: (B)(6). She underwent essure confirmation test hysterosalpingogram in (B)(6) 2006, tubes were occluded a few days after confirmation test. Current weight as of (B)(6) 2017: (B)(6). Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-nov-2017: plaintiff fact sheet received. Reporter information updated, patient demographic information, relevant history and lab data added. Essure lot number 508291, indication, stop date (B)(6) 2015 added and start date updated from (B)(6) 2009 to (B)(6) 2005, essure company drug code updated. Events chronic pelvic pain, pelvic pain/ chronic pain/ pelvis- cramping, stabbing, squeezing sensation until essure removed/ pelvis pain, back pain/ back pain- achy, sharp, constant until essure removed, joint pain/ joint pain-achy, sharp, constant until essure removed, numbness of hands/ numbness of feet, severe mood swings, blood in urine were clubbed with previously reported events. Events cramping/ abdominal cramping/ abdomen- cramping, stabbing, squeezing sensation until essure removed, bacterial vaginosis, discharge, menorrhagia, mittelschmerz, painful intercourse/intercourse/ painful sex- stabbing, until essure removed, bleeding after sex/bleeding after intercourse, dysmenorrhea, chronic uti, vulvodynia, chest pain, legs pain, breast pain, nausea, severe bloating, headaches/ migraines, tingling of hands/ tingling of feet, nerve pain generalized all over/ generalized nerve pain/ all-over nerve pain-achy and sharp, vitamin b-12 deficiency, fibromyalgia/ fibromyalgia made it difficult to work and maintain a job due to health related absences from work, muscle spasm, bipolar disorder/ bipolar disorder made it difficult to work and maintain a job due to health related absences from work, abdomen pain were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ chronic pelvic pain, pelvic pain/ chronic pain/ pelvis- cramping, stabbing, squeezing sensation until essure removed/ pelvis pain") and bipolar disorder ("bipolar disorder/ bipolar disorder made it difficult to work and maintain a job due to health related absences from work") in a 23-year-old female patient who had essure (ess205) (batch no. 508291) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (reason for procedure: twins) on (B)(6) 2005, multi gravida, parity 4 (date of birth: (B)(6) 1998, (B)(6) 2003, (B)(6) 2005, (B)(6) 2005) and pre-eclampsia. Patient did not experienced any complications of pregnancy or delivery and do you alleged that essure caused birth defects. She was not allergic to nickel or any other component of essure and did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not worsened a previously existing injury/condition. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced bipolar disorder (seriousness criterion medically significant). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain/ back pain/ back pain- achy, sharp, constant until essure removed"), arthralgia ("severe joint pain/ joint pain/ joint pain-achy, sharp, constant until essure removed"), abdominal pain lower ("cramping/ abdominal cramping/ abdomen- cramping, stabbing, squeezing sensation until essure removed"), dyspareunia ("painful intercourse/intercourse/ painful sex- stabbing, until essure removed"), chest pain ("chest pain"), pain in extremity ("legs pain"), breast pain ("breast pain"), headache ("headaches/ migraines"), migraine ("headaches/ migraines "), neuralgia ("nerve pain generalized all over/ generalized nerve pain/ all-over nerve pain-achy and sharp") and abdominal pain ("abdomen pain"). In 2014, the patient experienced hypoaesthesia ("numbness in extremities/ numbness of hands/ numbness of feet"), blood urine present ("bloody urine/ blood in urine"), urinary tract infection ("chronic uti"), paraesthesia ("tingling of hands/ tingling of feet"), fibromyalgia ("fibromyalgia/ fibromyalgia made it difficult to work and maintain a job due to health related absences from work") and muscle spasms ("muscle spasm"). On an unknown date, the patient experienced menstrual disorder ("extreme menstrual changes"), vitamin d deficiency ("vitamin d deficiency"), mood swings ("mood swings/ severe mood swings"), weight increased ("weight gain"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("discharge"), menorrhagia ("menorrhagia"), ovulation pain ("mittelschmerz"), coital bleeding ("bleeding after sex/bleeding after intercourse"), dysmenorrhoea ("dysmenorrhea"), vulvovaginal pain ("vulvodynia"), nausea ("nausea"), abdominal distension ("severe bloating") and vitamin b12 deficiency ("vitamin b-12 deficiency"). The patient was treated with antibiotics, paracetamol (pain relief), gabapentin (neurontin), carisoprodol (soma), quetiapine (seroquel), procet (hydrocodone/acetaminophen) and surgery (total hysterectomy, bilateral salpingectomy, oophorectomy). Essure (ess205) was removed on (B)(6) 2015. In 2015, the pelvic pain, back pain, arthralgia, dyspareunia and abdominal pain had resolved. At the time of the report, the bipolar disorder, chest pain, pain in extremity, breast pain, headache, migraine and neuralgia had not resolved, the menstrual disorder, hypoaesthesia, vitamin d deficiency, mood swings, weight increased, blood urine present, bacterial vaginosis, vaginal discharge, menorrhagia, ovulation pain, coital bleeding, dysmenorrhoea, urinary tract infection, vulvovaginal pain, nausea, abdominal distension, paraesthesia, vitamin b12 deficiency, fibromyalgia and muscle spasms outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, bacterial vaginosis, bipolar disorder, blood urine present, breast pain, chest pain, coital bleeding, dysmenorrhoea, dyspareunia, fibromyalgia, headache, hypoaesthesia, menorrhagia, menstrual disorder, migraine, mood swings, muscle spasms, nausea, neuralgia, ovulation pain, pain in extremity, paraesthesia, pelvic pain, urinary tract infection, vaginal discharge, vitamin b12 deficiency, vitamin d deficiency, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: patient did not retain the essure or any portion of it after removal. She did not had any complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Approximate weight at the time of essure placement: 125 pounds. She underwent essure confirmation test hysterosalpingogram in (B)(6) 2006, tubes were occluded a few days after confirmation test. Current weight as of (B)(6) 2017: 135 pounds. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.